Manufacturer narrative:
(B)(6). The device was returned for analysis. Visual inspection revealed the distal shaft was separated from proximal shaft at the lap joint in the sheath assembly. The imaging core was returned kinked in the detachment section. Imaging core windup began 22.5 cm from the distal end of the connector shaft. No other visual damages were encountered upon visual inspection. Impedance testing shows an electrical open at the proximal wave form. Image characterization testing was not performed due to device condition. Dimensional test was performed and the measure was within specification.

Event description:
Reportable based on device analysis completed on 18feb2020. It was reported that lost image occurred. An opticross imaging catheter was prepped for use without issue. During the procedure, the screen became black and nothing appeared. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed a device fracture.